Manufacturer narrative:
Initial and final MDR 2103694 - MDR 3003442380-2025-00010 - device 1 of 2. E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced two infusion set cannula crimped events on (B)(6) 2024. The insertion site was abdomen. The infusion set was in use for few hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.